Event description:
It was reported the patient experienced a ventral hernia just above the navel coincident with automated peritoneal dialysis therapy. The hernia occurred prior to automated peritoneal dialysis (apd) therapy beginning. It was reported that the hernia may have worsened with ongoing peritoneal dialysis therapy. The patient had hernia repair surgery as an outpatient and was not hospitalized. The hernia repair occurred fifty days prior to the receipt of this report. On an unreported date; dianeal therapy was temporarily discontinued, a fistula was placed, and the patient was placed on hemodialysis. At the time of this report, hemodialysis was ongoing and the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. As the device was not received for evaluation, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date approximately eighteen months ago, the patient experienced a ventral hernia. The hernia repair took place on (B)(6) 2015 as an outpatient procedure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that peritoneal dialysis therapy did worsen the pre-existing ventral hernia. Should additional relevant information become available, a supplemental report will be submitted.